Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a button was not responding on the customer's insulin pump and there was fluid under the screen. The customer did not recall any significant events leading up to the issues. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 225 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the pump. The device had minor scratched display window, cracked case at display window corner, and cracked reservoir tube lip.